Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). Event description: it was reported that there is no print on the back of the plate. Complaint history review: the complaint history for the past 12 months was reviewed, and no similar complaint was identified for this catalog number. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. The in-process control for the print test was found without deviation. Sample analysis: retain samples were reviewed and no plate without a plate print could be identified. Physical samples were not returned for evaluation. However, picture samples were provided showing that the plate print on the bottom of the plate, which includes the batch number and expiry date, was missing. Evaluation results and investigation conclusion: at this stage of our investigation, we have excluded any systemic failure in our manufacturing process. In this case 108.000 plates were produced, and the failure of the missing print was detected on 200 plates by the customer. No other complaint was registered for this lot number. Based on the evaluation of the provided pictures, and report, the complaint was confirmed for a missing plate print including the batch number and the expiry date. As no further complaints have been received for this defect, all in-process controls were without deviation, no deviations were observed in the batch history record, and the aql has not been violated with a percentage of 0.2 %, there are no corrective actions indicated at this time. However, bd will continue to monitor incoming complaints for this type of defect.

Event description:
It was reported while using plate columbia ag 5prct sb 90mm that the batch number and expiration date were missing from the plate. This occurred on two-hundred and forty plates. There was no health impact or consequence reported.